Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr: 1.1, 2nd inr: 1.0, mean: 1.05, sd: 0.07, %cv: 6.73. Since %cv is less than 20%, inratio meter results pass the criteria for precision. Discrepant results (accuracy) comparison of inratio test with poc results provided by end-user at time complaint was filed: date: (B)(6) 2013, 1st inratio meter = 1.1, 2nd inratio meter = 1.0, reference = 2.4, mean = 1.5, confidence limits = 1.1 - 1.9. The mean of the inratio meter and comparative system inr were calculated. The reference valued and 2nd inratio meter value fall outside the limits, therefore the criteria was not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. The last in-house therapeutic donor testing performed on reported lot 301621 on (B)(4) 2013 yielded the following results: inratio: donor (B)(6) 2.1, inratio: 2.3, inratio: 2.3, ref.: 2.17, bias-thresh: 1.17 - 3.17, %cv: 5.17; donor (B)(6) 1.9, 2.1, 1.7, 2.35, 1.35 - 3.35, 10.53. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No technique error observed. No further investigation required. Analysis of the client's data from repeat inratio tests and reference tests revealed that the test result comparison did not meet accuracy criteria but did meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Patient was identified as being anemic. Patient's condition could have contributed to unexpected results. As stated in the pi, inratio has limitation that hematocrit ranges 30-55% have been shown to not affect test results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant precision results. Results as follows: date: (B)(6) 2013, inratio 1: 1.1, inratio test 2: 1.0, alt poc: 2.4. Alt poc was dr's point of care meter. Time between testing was reported as within an hour. Patient's therapeutic range is 2.0 - 3.0.